Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a manufacturing record evaluation was performed for the finished device product code # 04.027.053s lot # 6523p72 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 26-jun-2023 manufacturing site:jabil bettlach expiry date:01-jun-2033 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the surface of the pfna-ii blade l90 tan was observed with scratches and connected with the mating impactor f/pfna blade. A dimensional inspection for the pfna-ii blade l90 tan was not performed due to post manufacturing damage. A functional test was performed to try to disengage the devices, however it was not possible because they were stuck together, the most probable cause is damage to the connections area of the devices consistent with a random component failure that may have been caused by exposure to unintended forces. The complaint condition was able to be replicated. Per the pfna-ii surgical technique guide, the pfna-ii blade is supplied in a locked state. While attaching the pfna-ii blade on the impactor, screw the impactor counterclockwise (note the mark ¿attach¿ on the impactor) into the end of the pfna-ii blade to unlock the blade. Push the pfna-ii blade gently towards the impactor while attaching the pfna-ii blade. Do not overtighten. Precaution: the tip of the pfna-ii blade must rotate freely after attaching it to the impactor. This is essential for the implantation of the pfna-ii blade. Otherwise remove and dispose of the blade. Do not over tighten the connection between the impactor and the pfna-ii blade. Use monitoring during insertion of the pfna-ii blade. Insert the pfna-ii blade to the stop by applying gentle blows with the hammer. Precaution: inserting the blade to the stop is important, as the impactor must click into the protection sleeve. Do not use unnecessary force when inserting the pfna-ii blade. Additionally, the part number 03.010.410 impactor for pfna blade should be used with the pfns-ii blade, the product code 356.823 impactor f/pfna blade is obsolete and possibly this instrument is no longer compatible with the version pfna-ii blade. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the pfna-ii blade l90 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, during a surgery, the blade was attached to the inserter as usual, and it was verified that the lock of the blade was released and rotate freely. The surgeon inserted the blade by hammering according to the surgical technique. The surgeon turned the inserter to the ¿locked¿ direction and released the connection between the inserter and blade, but the connection was stiff, and the surgeon could not turn the insertion. The surgeon continued turning the insertion, but a grating sound was heard, and it seemed idled. The surgeon turned the insertion to the opposite direction, but the same condition occurred. When looking at the image intensifier in a situation where the insertion handle was turned to the maximum locked state, there was still a gap in the extending and retracting part, and the state seemed between ¿attached¿ and ¿locked¿. Since the insertion handle could not be turned any further in the ¿locked¿ direction, the surgeon removed the blade by hammering. The procedure was done by using another inserter and blade. The surgery was completed successfully with no surgical delay. After the surgery, the inserter and blade were attempted to detach by grasping the blade with a tool like pliers, but a grating sound was heard, and the inserter and blade were in a state of being stuck and turning. The blade could not be released although the inserter was managed to be turned to the ¿locked¿ state. Patient outcome is reported as stable. No further information is available. This report is for one (1) pfna-ii blade l90 tan. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: device returned. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.